Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular channel, due to this the device emitted audible tones. Further evaluation was recommended. No changes have been performed. This device remains in service. No further adverse patient effects were reported.